Event description:
It was reported that the patient's vns was removed sometime in 2015 due to the lead eroding through the skin which resulted in an infection. No additional or relevant information has been received to date.

Event description:
Additional information was received which reported the patient's vns device and the date it was implanted. It was also reported that the infection began in (B)(6) of 2015 and the device was removed at the end of 2015. The manufacturing records for the generator were reviewed and verified that the device was sterilized prior to distribution. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.